Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced gastric juice and a bad smell coming out of the stoma and was told to go to his physician for a culture. The patient has a history of a buried plate that he decided to leave embedded. On an unreported date, an x-ray revealed the probe was correctly placed and both plates were visualized, the current one and the buried one. Externally the stoma was in perfect condition, with slight discomfort, and hardly any exudate, although it gave off a strong odor. The patient started unknown oral antibiotic treatment.